Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Device discarded according to hospital procedures.

Event description:
According to the available information, though not verified, infection: scrotal drainage. The device was removed/replaced. Device discarded according to hospital procedures. Touch 20cm known. No item or lot #.